Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 413 mg/dl and 444 mg/dl. Customer declined troubleshooting for high blood glucose. The customer was treated with 4.5 unit of insulin. The insulin pump is not expected to be returned for analysis.